Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output. Probable root cause: improper installation. Video cables are not sufficiently connected to ensure video transmission; failure of edid negotiation; failure of power supply; failure or brownout of display voltage converter; user connects incompatible video source; video source other than the one intended is selected for display; damaged pins of hdmi / dvi connector; open / short circuit failure between video connectors, tconn board and main board; hard power switch on rear of display is in the off position; failure / bug of scaler software; incompatible cable used to connect video source to display; cables have insufficient retention force; cybersecurity; excessive usb current draw; improper low voltage error setpoint; open / short circuit of power cable caused by pinch force during assembly and shipment. Short circuit failure of tcon board electronics to tcon board cover. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The device was reported as an unknown endoscopy device, therefore the gtin and 510k are unknown. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.